Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection; however the patient noted that the infection was present prior to implant. Nevro attempted to obtain medical assessment regarding the nature of the infection but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event.